Event description:
A medtronic representative reported an emitter holder that no longer locks down tightly, and is worn out due to age and use. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Follow-up by a medtronic representative finds the issue was with the vertek arm that interfaces with the mobile emitter. Replacement part order cancelled per site. Part not returned to manufacturer for evaluation. Part not returned to manufacturer.